Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. When clipping / section of the antrum was performed, the device presented a clipping failure. Only sectioned the viscus but did not cut. There was poor staple formation. Changed by a smaller sized stapler but the issue was repeated. There was no patient harm. An additional operation will be performed to correct the issue.